Manufacturer narrative:
(B)(4). Medical device expiration date: n/a. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sedi-40 failed to retain tubes during mixing, and failed to transmit results to "lis". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that a broken tube had been inside the instrument and a malfunction with the host communication was observed; subsequently, the instrument was repaired. Upon completion of the service, the instrument was verified to be operating within the correct parameters. The lot number was not provided and a DHR could not be performed. Based on evaluation of the customer's instrument, a broken tube and communication fault was observed. The root cause was attributed to a broken tube inside the instrument and a communication fault. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ sedi-40 failed to retain tubes during mixing, and failed to transmit results to "lis". No serious injury or medical intervention was reported.